Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance measurements. It was noted that the lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.